Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 122mg/dl and 68 mg/dl. Tests were done within 5 minutes with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.